Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 85 mg/dl. Advised customers discontinue use of the insulin pump because it will need to be replaced. Revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.